Manufacturer narrative:
Citation: raju s et al. Vascular complications and procedures following transcatheter aortic valve implantation. Eur j vasc endovasc surg. 2019 sep;58(3):437-444. Doi: 10.1016/j.ejvs.2019.03.014. Epub 2019 jul 18. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. Additional (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding the predictors, management, and 30-day outcomes in patients who experienced vascular complications following transfemoral transcatheter aortic valve implantation. Outcomes were defined according to the valve academic research consortium-2 (varc-2) criteria. All data were collected retrospectively from a single center between january 2007 and april 2015. The study population included 237 patients (predominantly male; mean age 81 years), an unidentified number of which were implanted with medtronic corevalve bioprosthetic valves (no serial numbers provided). Among all patients, 9 deaths occurred during a median follow up period of 65 months. No other details were provided. Multiple manufacturers were noted in the literature; based on the available information, medtronic product was not directly associated with the deaths. Among all patients, all adverse events reported in the article were in regard to major/minor vascular complications and the transfemoral access site: ventricular perforation requiring endovascular vascular plug and pericardiocentesis, femoral and iliac perforation requiring surgical repair, arterial/distal embolization requiring surgical cut down or balloon embolectomy, femoral and iliac dissection requiring hybrid repair (noted to consist of balloon angioplasty and/or nitinol stents), femoral and cardiac laceration requiring surgical repair, rupture (treated surgically), thrombectomy, thrombus, pseudoaneurysm (treated with compression or thrombin injection), hematoma (stated to have ¿resolved with expectant and supportive management¿), fistula, and bleeding. Based on the available information, medtronic product may have been associated with the adverse events. No additional adverse patient effects or product performance issues were reported.